Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported a patient complaining of cloudy vision following an intraocular lens (iol) implant procedure. The patient describes the cloudy vision as if the eye "is covered in layers." The patient was treated with a yag capsulotomy; however, the symptoms persist. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.